Manufacturer narrative:
(B)(4) this report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: the patient medical records were provided by the facility on july 8, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. Review of the medical records received revealed the following: this is a high risk patient with medical history of congestive heart failure, non-ischemic cardiomyopathy, poorly controlled hypertension and insulin dependent diabetes mellitus, with non-compliance to dialysis. Cardiovascular disease mortality accounts for a vast majority of end stage renal disease patients on dialysis. The machine calibration error reading is considered acceptable. Given the very brief exposure to dialysis exchange these events are not considered causally related to the 2008k2 hemodialysis (hd) machine or hd treatment, but rather the complications associated with end stage renal disease (esrd).

Event description:
A user facility medwatch was received reporting a patient adverse event during hemodialysis treatment. According to the medwatch, 7 minutes into treatment the patient complained of feeling unable to breathe and became unresponsive requiring cardiopulmonary resuscitation (CPR). After transfer to the local hospital via emergency medical services (ems), the patient expired. Additionally, following the event, the 2008k2 hemodialysis (hd) machine was pulled from service for testing and failed the ultrafiltration control function test. The unit remained out of service pending a field evaluation performed by a fresenius regional equipment specialist (res). No malfunctions of any other fresenius products in use during the patient's hd treatment were alleged, observed, or identified by the user facility. The dialyzer and bloodline are not available for evaluation by the manufacturer as both were discarded by the user facility. No samples of the acid/bicarb in use during the treatment are available for analysis. This case concerns a (B)(6), female patient with end stage renal disease (esrd) maintained on chronic in-center hemodialysis (hd), thrice weekly since (B)(6) 2013. The patient's relevant medical history included congestive heart failure, non-ischemic cardiomyopathy, hypertension, poorly controlled diabetes mellitus, and treatment non-compliance to dialysis. Relevant concomitant medications include insulin glargine injection, lyrica, insulin aspart, norco, sensipar, amlodipine, furosemide, gabapentin and hydralazine. The patient's pre-dialysis weight on (B)(6) 2016 was recorded as 7.30 kg above target dry weight, blood pressure (bp) was 202/95 mmhg, pulse rate 74 beats per minute (bpm), the patient was comfortable. The patient's hd treatment, which comprised routine administration of normal saline, was initiated at 11:27am. Approximately three (3) minutes later, at 11:30am, the patient complained of difficulty breathing and chest pain. Four (4) minutes later, the patient experienced a drop in systolic bp, with a reading of 162/120 mmhg, accompanied by an increase in heart rate to 98 bpm. At that time, 500 ml of saline was administered. Ultrafiltration was decreased to a minimum setting and blood was returned back to the patient. At 11:35am, the patient became unresponsive and was placed in the trendelenburg position. At 11:36 am, the patient's bp was 210/176 mmhg, and pulse rate was recorded as 233 bpm. At that time CPR was initiated, with intubation and administration of epinephrine by paramedics. The patient was subsequently transferred to the intensive care unit (ICU). At the hospital, the patient was found to be mildly acidotic with normal serum potassium. The patient was administered multiple doses of epinephrine, as she had initially responded well, however, the patient had several instances of pulseless electrical activity (pea) which led to cardiac arrest with fatal outcome. Further information was solicited from the patient's treating nephrologist. In the nephrologist's opinion, the cause of the patient's death was a result of the patient's history of congestive heart failure and cardiomyopathy exacerbated as a result of the missed hemodialysis sessions causing a seven (7) kilogram weight gain over the estimated dry weight. This likely caused a tachyarrhythmia which lead to multiple pea arrests. The nephrologist did not believe a machine failure led to the patient's death.

Manufacturer narrative:
Manufacturing investigation: the device was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius dialyzers shipped to this account within the selected time frame. A records review was performed on all (B)(4) lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lots passed all release criteria. A review of the batch production records did not reveal a probable cause for the customer complaint. There were no non-conformances identified that relate to the reported event, and all lots met release criteria. All identified lots passed pyrogen testing and the sterilization dosage was within set parameters.

Event description:
According to additional information received from the patient's nephrologist on 7/29/2016, the patient did not experience a pulmonary embolism or a myocardial infarction.